Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci hysterectomy procedure on (B)(6) 2011 for vaginal bleeding problem from a fibroid uterus. Isi was provided with the operative report and additional medical records. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. On (B)(6) 2011, she was readmitted for abdominal pain, fever and found to have peritonitis. Multiple enterotomies were found after exploratory laparotomy. A colostomy was required and the patient was discharged from the hospital on (B)(6) 2011. On (B)(6) 2011, the patient developed a deep vein thrombosis and pulmonary embolism. On (B)(6) 2011, a takedown of colostomy and creation of ileostomy was performed. On (B)(6) 2012, a reversal of ileostomy was performed. No other additional information was provided.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The medical records do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. Although the operative report does not reflect these details, the rectal injury described in the pathology report is anatomically caudal and inferior to the area of vaginal colpotomy where monopolar curved scissors instrument was used to transect the vagina. Rectal injury may have occurred in surgery during manipulation or examination of the rectum. The description of the pathology specimen is not consistent with the appearance of an electrical or thermal injury. Also the rectal injury was described by the resecting surgeon to be along the entire posterior wall of the rectum, which is a longitudinal injury and not directly beneath the vagina. It appears the instrument that was used to examine the rectum was placed forcibly and disrupted the tissue from caudad to cephalad. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci si surgical procedure.